Event description:
Clinical study. It was reported that 470 days after a coronary drug eluting stenting treatment procedure the patient expired. The target lesion was a 3.00mm, 75% stenosed, 10.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement using a 3.0 x16mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on plavix and aspirin. It was reported by the site at the 2 year follow-up that the patient expired 470 days after the initial procedure. In the opinion of the physician, the cause of death was sarcoidosis and it is unk if the target vessel was involved. There was no autopsy.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.